Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfuntion. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set there was stress or pull on the infusion set tubing led to leak at site event occurred on 28 may 2026.